Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: incontinence. Postoperative diagnosis: same procedure: pubovaginal sling. Reason for implant: incontinence procedure: pubovaginal sling findings: a short skin line incision was made suprapubically, the suture carrier was used to puncture the fascia 2 cm. Lateral to the midline on the left side. Post implant complications: infection, bladder pain, stress incontinence, left uvj obstruction, .